Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer support provided instructions for a pump reset, guiding the caller through the process. After the reset, the error did not appear again. The caller was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.